Event description:
It was reported that the intrinsic amplitudes were out of range. It was not possible to assess sensing due to absence of intrinsic ventricular beats. Technical services (ts) discussed possible undersensing due to programmed sensitivity being fixed. Ts discussed a possible in office review. No adverse patient effects were reported. The device remains implanted.